Event description:
A user facility registered nurse (rn) reported to fresenius customer support that a fluid leak was experienced from the heater bag connection, discovered in dwell 2 of 6 of treatment. Additionally, the cycler experienced a supply bag lines are blocked alarm in dwell 2. Upon follow up, the pdrn confirmed the reported event occurred at the facility on (B)(6) 2021. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the cycler alarmed with supply bag lines are blocked in dwell 2 of 6, at which time droplets of fluid were discovered leaking out of the seam of the heater bag. The pdrn confirmed that there were no leaks or issues with the heater bag connection or cassette tubing. The cause of the leak was unknown. After the leak was discovered, treatment was cancelled, and the patient was set up with new supplies. The patient completed treatment on the cycler on the night of the event with no further issues or occurrences of the reported event. The pdrn stated that a few droplets of fluid came in contact with the exterior of the cycler during the event. The pdrn stated that they do not intend on replacing the cycler. The cycler is not available for return.

Manufacturer narrative:
Correction: upon receipt of additional information, it was determined that the event reported on 2937457-2021-02139 does not meet criteria for a reportable event related to fmc cycler product. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-02139.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius customer support that a fluid leak was experienced from the heater bag connection, discovered in dwell 2 of 6 of treatment. Additionally, the cycler experienced a supply bag lines are blocked alarm in dwell 2. Upon follow up, the pdrn confirmed the reported event occurred at the facility on (B)(6) 2021. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the cycler alarmed with supply bag lines are blocked in dwell 2 of 6, at which time droplets of fluid were discovered leaking out of the seam of the heater bag. The pdrn confirmed that there were no leaks or issues with the heater bag connection or cassette tubing. The cause of the leak was unknown. After the leak was discovered, treatment was cancelled, and the patient was set up with new supplies. The patient completed treatment on the cycler on the night of the event with no further issues or occurrences of the reported event. The pdrn stated that a few droplets of fluid came in contact with the exterior of the cycler during the event. The pdrn stated that they do not intend on replacing the cycler. The cycler is not available for return.